Event description:
On (B)(6) 2019, a patient received a perceval pvs23 in aortic position. The manufacturer was informed that the patient received a pacemaker within 14 days after the perceval implant. No other information is currently available.